Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 80 mg/dl at the time of incident. Customer reported that the replace battery now alarm without any low battery warning. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. However, customer also reported that the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. (B)(4).